Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples from each lot were visually inspected with the stoppers correctly placed on the tubes. Further functional testing could not be performed on lots 3289179, 4166387, and 4257196, as they were expired. Ten retained samples from each non-expired lots were functionally tested for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 17 of 19. It was reported while using bd vacutainer® urine analysis preservative tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Event description:
Report 17 of 19: it was reported while using bd vacutainer® urine analysis preservative tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.